Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (56 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump is indicative of a defective air-side layer of the triple layer membrane. Detailed investigation is currently ongoing.

Event description:
Berlin heart (B)(4) was informed by the (B)(4) distributor of a defect in the left excor blood pump of a patient supported in the bvad configuration. It appeared that the affected pump was not completely emptying. The affected left blood pump was exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4) is submitting the report on behalf of berlin heart gmbh (manufacturer). The clinic exchanged an excor blood pump due to incomplete emptying which can be confirmed via a video submitted to the manufacturer. The affected blood pump was returned to the manufacturer following the successful exchange. During initial visual examination of the returned blood pump, an air cushion was detected between the membrane interstices. Functional testing indicated that the pump did not meet its performance specification. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, an air cushion between the air-side and middle layer was confirmed. The CT scan also showed a few small particles in the membrane interstices. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected on the air-side layer of the triple layer membrane along the rolling radius of the stabilization ring. Furthermore,graphite agglomerates were detected in the membrane interstices. The middle layer and the blood-side layer were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for all three layers, including at the position of the defect. The cause of the failure was most likely the particles that formed due to the abrasion between the layers caused increased friction at some points, which finally led to the defect in the air-side layer. As a result of this defect, air got in between the layers and formed an air cushion, which reduced the pump performance (incomplete filling and emptying).